Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient was on impella 5.5 support. The patient was running a fever and was on contact isolation to rule out sepsis and clostridium difficile. Additionally, the patient had some runs of ventricular tachycardia (vt) while on support which resolved on its own. The patient was treated for suspected sepsis. The patient continued to run a fever and experienced multiple rounds of vt on a couple days. The patient remains on support.

Manufacturer narrative:
Access site bleeding minor: drainage from the impella access site. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. Infection/sepsis: the patient continued to run a fever and sepsis was suspected. "An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: patient symptoms and medical history obtained by the treating clinician physical examination findings. Results of special investigations: laboratory test results & imaging studies microbiological culture and sensitivity results. Response to previous treatments and therapies. Any relevant epidemiological information or exposure history. Concomitant devices in use. Preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. Care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined." Vt/vf: the patient had some runs of vt while on support. "Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined."